Event description:
The lay user/patient contacted lifescan (lfs) customer service in 2009 alleging that her onetouch ultra2 meter started to read erratically and reportedly developed symptoms afterwards. According to the customer service documentation, the inaccuracy issue first occurred in 2009. A blood glucose result of "255 mg/dl" was reported to be inaccurate; no other results were reported. The patient reportedly became sweaty 12 hours after the alleged issue occurred and denied receiving any form of treatment. The medical surveillance specialist (mss) spoke with the patient 5 days later to obtain/verify the following information. When the patient spoke with the mss, he indicated that when he woke up on the event day around 6 am, he tested his blood glucose and it was "195 mg/dl." He felt that the reading was higher than his usual meter readings (125-130 mg/dl range) so he waited 15 minutes to retest. He does not recall obtaining a "255 mg/dl" result, as originally reported by customer service. When he retested, the meter would not power on. The patient denied making any changes to his diabetes care routine and took his usual dose of metformin. The patient was unable to confirm if his symptoms (sweating) started before or after the reported inaccuracy issues; however, stated that he did not receive any form of treatment for his symptoms. He admitted that he was unable to recall the sequence of events on the day of the event, and if either the alleged inaccurate meter reading and/or the power issue contributed to his symptoms. Based on the provided information, this complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after obtaining alleged inaccurate meter readings when he spoke with customer service. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.